Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was 63mg/dl. Customer declined to troubleshoot for low blood glucose. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board, after disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.